Event description:
The user facility reported that the patient on impella cp support hooked the cord with the foot opposite of the impella causing the cp to come out of the left ventricle. As a result, the cp pump was replaced with an impella 5.5.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was discarded. Based on the clinical details provided, patient movement (pulling on the pump) caused the positioning issue. The root cause of the positioning issue was determined to most likely be patient movement. E.1 facility name was added as it was inadvertently omitted from initial manufacturer device report number 1220648-2025-28693. G.2 added a report source selection as it was inadvertently omitted from initial manufacturer device report number 1220648-2025-28693. H.6 code 4114 was entered incorrectly on initial manufacturer device report number 1220648-2025-28693. The device was discarded so a new code was added. H.10 additional manufacturer narrative was incorrect on initial manufacturer device report number 1220648-2025-28693. The device was not returned because it was discarded.